Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition of less than two seconds. Impedance and threshold measurements remained stable. A surgical revision took place and the lead was surgically capped and abandoned, and a new lead was implanted. No additional adverse patient effects were reported. The device remains in service.